Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device kept turning off all the time and he had to use the patient programmer (pp) to turn it back on. The patient could feel when the device would shut off. He would be lying in bed and would know it turned off and would use his recharger or pp to turn it back on. This was noted to have started a couple months prior to this report. It was not noted if the problem resolved or if the patient was having further symptoms related to the event. Further information was requested and a follow-up report will be initiated if further information is received.